Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation in the testicles during a trial procedure when the physician was trying to insert the lead. The patient was taken to the hospital and was admitted. The pain was controlled and the trial leads were removed. The physician could not confirm what have caused the pain, and was unsure if it was device related as the pain was present even if the device was turned off. It was believed that the pain seemed to be better every day.